Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that at the end of endoscopic ventricular surgery ,the neuroballoon broke in the endoscope (brand minop, b braun). The most distal part went in the patient's ventricle and it was impossible to retrieve it. This occurred when they were about to take out the nueroballoon. The issue was to grip on the instrument channel of endoscope when the neuroballoon was not inflated when taking it out. The neuroballoon was inflated with air and tested before surgery. There are no clinical consequences at present, but if broken part in the patient does not allow to perform MRI, a surgery will be required to take off the broken device because the patient features a cerebral tumor and MRI procedures will be required. Hospital inquired to check whether the distal tip of the device was ferromagnetic and whether MRI procedures could be performed. There was increased surgery time of 15 minutes due to attempts to retrieve the broken part.additional information received indicates that it was the stiffener that broke and went into the ventricle. It was not the first time that the surgeon use this endoscope, nor the neuroballoon nor both together. However it happened one or two times before this event where they had difficulty to take out the neuroballoon with this endoscope. They stated that this issue never happened with endoscope minop invent or le lotta from storz. The lock happened when taking out the neuroballoon from the endoscope (in the main canal). Neuroballoon was perfectly derated. They did several run in and out for unlocking the neuroballoon. They also tried to tear on the neuroballoon with microforcep introduced in secondary canal of the endoscope. The neuroballoon broke when applying more force to take it out.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The neuro balloon catheter was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. From the information received, the neuroballoon catheter was tested before use, then dilatation was completed but when the balloon was deflated for removal, the device was blocked and could not be removed through the endoscope. Several runs in and out for unlocking the neuroballoon were made. It was also tried to tear on the device with micro-forceps introduced in the second canal of the endoscope. The neuroballoon catheter broke when applying more force to take it out. The most distal part was released in patient¿s ventricle, and it was impossible to retrieve it. Without actual device to investigate, complaint is considered unverifiable. Breakage is related to the manipulations to unblock the neuroballoon catheter, but reason for catheter blockage could not be determined. Without actual device to analyze and given the absence of similar complaint, no further investigation nor corrective action is deemed required.